Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms occurred while the patient was connected to a power module. The patient replaced the patient cable and the alarm condition continued to occur while still connected to the power module. No alarms occurred while on battery power. The patient reportedly plugged the unit in incorrectly and heard static while connected to the power module. The patient received a new power module, power module patient cable, battery clips, and system controller. The patient experienced several alarms upon connecting to the new power module while at home. The patient went back to the hospital for further evaluation. A review of the submitted log file data revealed a low flow hazard on (B)(6) 2015. The pump speed during that event dropped momentarily to zero rpm. A review of the submitted percutaneous lead x-rays did not reveal any areas of concern. On (B)(6) 2015 technical services evaluated the patient's percutaneous lead. No broken wires were found. An ungrounded power module patient cable was provided. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined. Low speed and low flow alarms, as well as motor stopped events, were confirmed based on the information contained in the submitted system controller log file. Although the events captured can be indicative of potential driveline issues, an onsite evaluation of the patient's driveline was performed by the manufacturer's technical services representative and no broken wires were identified. A full examination of the device could not be conducted as it was not returned to the manufacturer for analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.